Event description:
It was reported the physician implanted leads for a trial procedure. The right lead was tested and revealed invalid impedances. The connections were reseated to no avail. The physician opted to leave the lead in place. The other leads provided effective stimulation. The trial was completed and the leads were explanted on (B)(6) 2013.

Manufacturer narrative:
Results - complaint was confirmed for invalid impedance. Microscopic inspection of the returned lead revealed broken wires in the lead paddle. The lead wires are broken at the channel welds. The broken wires were consistent with an overstress condition the lead was subjected to when it was implanted in the body. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.